Event description:
The customer reported a frozen screen and unresponsive buttons. The time on the screen was not advancing. The customer was unable to troubleshoot at the time of the call. The customer stated that he would call back later. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.